Event description:
The customer reported the following device memory/written diary discrepancies: 127mg/dl-39mg/dl, 129mg/dl-338mg/dl, 40mg/dl-33mg/dl, 283mg/dl-98mg/dl. No action was taken based on device memory results. No adverse event reported. Requested return of suspect device and replacement was sent.